Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implant was (B)(6) 2008, and date of replacement surgery with non-mentor devices was (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d6b fields for implantation date have been updated to 6/2/2008 - field d6b fields for explantation date have been updated to 11/20/2020. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device discarded" since it was also indicated that the devices were discarded due to left implant also found ruptured. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number ip-00050457. On (B)(6) 2019, mentor became aware that patient encountered bilateral capsular contracture; left side baker grade iii, and right side baker grade IV on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number ip-00050457. It was reported that a (B)(6) female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and was presented with right side rupture on (B)(6) 2017. The physician performed physical exam and discovered bilateral capsular contracture; left side baker grade iii, and right side baker grade IV on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.